Event description:
The customer reported that they received an erroneous result for one patient sample tested for kinetic uv assay for urea/urea nitrogen (bun). The patient sample initially resulted as 111 mg/dl and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated on (B)(6) 2012, on a cobas 8000 analyzer. The repeat result was 17 mg/dl and this value was considered to be correct. The patient was not adversely affected by the event. The bun r1 reagent lot number was (B)(4) with an expiration date of 12/31/2012. The bun r2 reagent lot number was (B)(4) with an expiration date of 11/30/2012. The field service representative could not reproduce the error upon running precision. He ran a precision and the bun results were reproducing. He ran 2n hcl through a flowpath wash and ran 2n hcl through the bun channel. The customer recalibrated and ran controls; results were within acceptable limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Based upon the information provided, the issue may have been caused by a pre-analytical issue. Further investigation is not possible as reaction monitors are unavailable. The erroneous result caused no adverse event.